Event description:
It was reported that the right atrial (ra) lead was explanted due to impedance issues and loss of capture caused by lead fracture. Subsequently, a new ra lead was successfully implanted. No additional patient adverse effects were reported.